Manufacturer narrative:
The date of event and therapy date was sometime in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap did not have any iodine in the sponge. There was no patient injury or medical intervention associated with this event. No additional information is available.